Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that multiple times, the plunger of a bd¿ syringe 3ml heparin 10 unit will ¿come out¿ while drawing up medication. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: a sample was not available for evaluation by a quality engineer. Since, there was not a sample available for evaluation, an investigation could not be performed and bd was not able to verify the reported issue. DHR/bhr review. There were no documented issues for the complaint of batch 711169n during this production run. Root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. CAPA not required for this event.